Event description:
The manufacturer sales rep reported that the device overheated while it was being used during a procedure at the user facility. There were no delay, no medical intervention, and no adverse consequences.